Event description:
Device malfunction: failure to deploy-thumb advancer. Time of device malfunction: during vessel closure. Symptoms/ae: failure to achieve hemostasis. It was reported that a physician trained in the use of the starclose se device, attempted arteriotomy closure of a moderately calcified common femoral artery after an interventional procedure. Reportedly, during thumb advancer deployment, resistance was felt, and the exchange sheath splitting could not be completed, due to the clip delivery tube carving into the nylon flex-guide. The device was removed and manual compression was applied to achieve hemostasis. There were no reported adverse pt effects. Though requested, no add'l info was provided.

Manufacturer narrative:
The starclose se instructions for use state under precautions, "do not deploy the clip in areas of calcified plaque." And under special pt populations, "the safety and effectiveness of the starclose vascular system have not been established in pts with femoral artery calcium, which is fluoroscopically visible at access site." The device was received. Investigation is not yet complete.